Manufacturer narrative:
The pharmacist reported the malfunction to FDA (report mw5062096), reporting erroneously our distributor as the manufacturer. We were made aware of the malfunction by our distributor on date 06/14/2016, and we are currently waiting for the pump for the actual evaluation. As soon as the pump is evaluated, a follow-up report will be sent. No consequences for the patient, which had two pumps at the time of the failure: a replacement pump was sent to the patient.

Event description:
The pharmacist reported the following: "pt's daughter reports crono pump buttons aren't working properly. Daughter was at work and could not provide sn at the time. She will provide within the next few days. No other information available. Reported by: patient/caregiver. Reason for use: pah."

Manufacturer narrative:
The service found that the "d" button was little responsive, causing a delay in the answer during programming. The malfunction found by the service can be caused by keyboard contacts oxidized by the usual wear over the years or by a displacement of the button's dome. The service inspected and cleaned the contacts. Device evaluated, repaired and returned to the distributor/user. No consequences for the patient.